Manufacturer narrative:
(B)(4). The insulin pump p cap reservoir locked properly in place. Insulin pump received with overlay missing. Insulin pump received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test or self test due to unresponsive keypad.

Event description:
Information received by medtronic indicated that all of a sudden the button pads came off. They also reported that the label stickers were missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.